Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump would not accept a cartridge during the loading process and at times, after pump accepts a cartridge, pump would message to replace it. There was no reported impact to blood glucose. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.